Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was missing additive. There was no report of impact to patient or user.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was missing additive. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-feb-2024. H.6. Investigation summary: bd received 2 contaminated samples for investigation. Contaminated samples were disposed immediately and could not be tested. Retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fibrin bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.bd quality will continue to monitor sample quality complaints.